Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 27-apr-2018 with the following findings: during investigation, the pump powered up with auditory and vibratory alarms to a blank display. Moisture/corrosion was found on the internal display screen. The pump cover was removed to find further moisture on the display power circuit. Unrelated to the original complaint, the battery compartment was cracked below the grip pad. The returned battery cpa was undamaged and able to fit. A leak was found in the battery compartment.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a display (blank screen) issue. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of delivery.